Event description:
Boston scientific received information that this right ventricular (rv) lead revealed loss of capture. A revision procedure was performed to reposition this lead. No adverse patient effects were reported.

Manufacturer narrative:
This lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.